Event description:
A surgeon reported that after receiving an intraocular lens (iol) implant, his pt sees a black circle in the peripheral vision. The lens remains implanted. The association between this event and the iol is not known. Additional info has been requested.

Event description:
Additional info was provided by the surgeon. The pt's symptoms began the day of surgery. The pt continues to see bilateral black half moons in their peripheral vision when in a bright room. When in darker than normal room light, they see these in their peripheral vision while focusing from near to far/far to near (greater when focusing on near objects). No intervention is planned at this time.